Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital added here due to character limitation in respective field.

Event description:
It was reported the bronchovideoscope had a black screen when turning the angle. The issue occurred during preparation for use of a diagnostic tracheoscopy procedure. There was no procedural delay, the patient was not under anesthesia, and the procedure was completed using a similar device. There were no reports of patient harm or injury.